Event description:
It was reported that a znn cmn nail 11.5 mm x 32 cm 130 l was implanted on (B)(6) 2013 on the left side. The pt was revised because of the breakage of the device on (B)(6) 2014.

Manufacturer narrative:
The MFR did not receive the device for review. X-rays and surgery report were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).